Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Results from the product history record review indicated the lot met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information was requested and received. (B)(4).

Event description:
A consumer reported double vision, blurred vision and dry eye symptoms following an intraocular lens (iol) implant procedure. The lens remains implanted. Additional information was received that the patient experienced photophobia and dry eye. The symptoms improved after wearing goggles. There are two medical device reports associated with this event. This report is associated with the right eye.